Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to stress, leakage found on the device that caused sticky residue , cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited a sticky eyepiece, grip, universal cord, and up down angulation lever plate. There was no patient involvement.